Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 (mg/dl). Customer was treated by paramedics with intravenous dextrose to address low bg levels. The customer's pump settings were changed at the recommendation of their health care provider (hcp). Recommendation was made to consult with hcp to discuss diabetes management.